Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 500 mg/dl and 139 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Jaws. The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip with was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the jaws were locked shut. The representative does not believe the jaws were locked on tissue. Another device was used to complete the case. There was no adverse consequence to the patient. No further information is available.